Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction. Device manufacture date was added. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed consistent decreases in power consumption and estimated flows to parameters below the normal operating range throughout the analyzed period, as well as a slight sustained decrease in power and flow starting on (B)(6) 2020; 347 low flow alarms were logged since (B)(6) 2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported that a foreign graft was implanted over the top of the outflow graft and a computed tomography angiography (cta) showed a partial occlusion of the outflow graft. It was also noted that the patient exhibited slight recovery, which may have contributed to the low flows. Based on the available information and risk documentation, possible root causes of the reported low flow event may be attributed, but not limited, to thrombus at the outflow graft, compression of the outflow graft due to a build up between the outflow graft and the foreign graft, poor vad filling, and/or inappropriate pump rotational speed. Additional products: d4: lot#: 1001882451, h6: FDA method code(s): 4114, h6: FDA results code(s): 3221, h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections to h6 and h10. Patient codes corrected from c53269 to c50675. Additional products: d4: lot #: 1001882451 h6: patient code(s): c50675 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand named: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-apr-2019 / lot#: 1001882451. UDI #: (B)(4), device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-apr-2014, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for low flow alarms and a computed tomography angiography (cta) showed a partial occlusion of the outflow graft (ofg). It was suspected that something was compressing on the ofg from in between the gortex and the graft. The patient was given fluids and started on dobutamine to resolve the low flows. The ofg was not repaired as the patient was not a surgical candidate. Per the patient's wishes, the ofg was plugged with an amplatzer and the ventricular assist device was decommissioned. It was noted the low flows may have been due to slight recovery. No patient complications have been reported as a result of this event.